Manufacturer narrative:
Analysis: the device history record was reviewed and showed that this product met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. The product was discarded by the customer. Without the return of the product, no definitive conclusion can be made regarding the clinical observation.

Event description:
Medtronic received information that following the implant of this mechanical valve the doctor discovered regurgitation. The valve was explanted and replaced with another valve with no adverse patient effects.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.